Event description:
It was reported that the pump display was stuck on the bolus delivery screen. There was no reported impact to the customer's blood glucose level. The customer reset the pump to resolve the issue.